Event description:
A report of a patient being burned by his charger was received. The patient reported having redness, blisters and drainage at the burn site, which was located on the left rear hip and the burn is about 1/2 inch in size. The patient did not seek medical treatment for the burn and the burn has healed. The patient did not report having any difficulty charging and is reportedly doing well.